Event description:
It was reported by the customer that a pyxis medbank system had a broken port. The customer stated that the someone bumped into the cabinet and broke the port of the bottom auxiliary drawers that the auxiliary cable plugs into. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had one of the assy cable interface pyxibus, screws were broken by outside contractor. The field service engineer swapped the screw from another connector and replaced the assy cable interface pyxibus 12ft to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.